Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and cardiac arrest. During a procedure to treat atrial fibrillation, after gaining access to the right atrium, the ice catheter was inserted, and mapping of the left atrium and pulse veins were created using carto sound. Ice and fluoroscopy were used to verify transeptal puncture and crossed using veracross connect. Once access to left atrium was acquired, the physician aspirated and flushed the faradrive steerable sheath before inserting the non-boston scientific mapping catheter to create map of left atrium and pulmonary veins. The non-boston scientific mapping catheter was extracted and exchanged for a farawave pulsed field ablation catheter. The sheath was then flushed and aspirated before advancing into the body. The farawave catheter was advanced into the left atria, and merit inqwire rosen j tip guidewire was advanced into the left superior pulmonary vein, where two lesions were given in the flower configuration. The guidewire was pulled back and inserted into the left inferior pulmonary veins, where another two lesions were given in the flower configuration. The physician pulled back the wire into the farawave catheter and gave 2 lesions to the posterior wall. At this time, the physician noticed st segment elevation on inferior leads of 12-lead EKG. The patient rhythm degraded into ventricular tachycardia and two rounds of compressions were given. The patient was then shocked, and code blue was called. The code team entered the room, and rhythm was determined to be stabilized. An interventional cardiologist was then called to perform left and right heart angiogram on the patient. The patient was determined to be stable, the catheters were extracted, and the patient was transported to the intensive care unit (ICU). The device is not expected to return as it was disposed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and cardiac arrest. During a procedure to treat atrial fibrillation, after gaining access to the right atrium, the ice catheter was inserted, and mapping of the left atrium and pulse veins were created using carto sound. Ice and fluoroscopy were used to verify transeptal puncture and crossed using veracross connect. Once access to left atrium was acquired, the physician aspirated and flushed the faradrive steerable sheath before inserting the non-boston scientific mapping catheter to create map of left atrium and pulmonary veins. The non-boston scientific mapping catheter was extracted and exchanged for a farawave pulsed field ablation catheter. The sheath was then flushed and aspirated before advancing into the body. The farawave catheter was advanced into the left atria, and merit inqwire rosen j tip guidewire was advanced into the left superior pulmonary vein, where two lesions were given in the flower configuration. The guidewire was pulled back and inserted into the left inferior pulmonary veins, where another two lesions were given in the flower configuration. The physician pulled back the wire into the farawave catheter and gave 2 lesions to the posterior wall. At this time, the physician noticed st segment elevation on inferior leads of 12-lead EKG. The patient rhythm degraded into ventricular tachycardia and two rounds of compressions were given. The patient was then shocked, and code blue was called. The code team entered the room, and rhythm was determined to be stabilized. An interventional cardiologist was then called to perform left and right heart angiogram on the patient. The patient was determined to be stable, the catheters were extracted, and the patient was transported to the intensive care unit (ICU). The device is not expected to return as it was disposed. It was further reported that irrigation was not interrupted or stopped during the procedure. No air was observed on fluoroscopy or elsewhere, and no audible sound of air being sucked through the sheath or catheter was heard. The pre-procedure ECG was obtained and retained by the lab staff, but the boston scientific representative did not have a copy. The cause of the st elevation was unknown. The patient was sedated using general anesthesia and intubated during the procedure. The patient was discharged from the intensive care unit (ICU) and was stable following a discussion with the ep lab director the next day. The patients discharge status or current condition is unknown.